Event description:
The customer reported obtaining erratic troponin I (accutni+3) results involving access 2 immunoassay system. The customer stated that an elevated initial result was obtained and was not released outside of the laboratory. The customer used green top lihep (lithium heparin) plasma collection tubes and centrifuged the sample at room temperature for five minutes with the speed of 3500 rpm (rotations per minute). The customer then reran the sample on the instrument several times, and obtained inconsistent results. The customer stated that the sample for the reruns was not re-centrifuged. The customer provided patient's results from several samples. Please refer to patient data table attached. There were no reports of injuries or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse noted the low level on troponin I after running wash buffer and deionized water. The fse replaced the aspirate probes and peri-pump tubing, but the issue was not resolved. The fse then adjusted the baseline of the transducer and was able to generate passing troponin I calibration and four replicates of wash buffer run recovered 0.00ng/ml. Qc was within range on the date of the event. The fse concluded that the sonication was inconsistent and resolved the issue by adjusting the baseline of the transducer.